Event description:
It was reported that this right ventricular (rv) lead exhibiting high, out of range impedances of 2230 ohms. It was also noted that rv thresholds have increased. The patient paces 0% of the time in both chambers, and the shock impedances are stable and within range. There was no noise noted on the lead and no suspicion of exit block. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: further review was completed by technical services (ts) which shows that the related rv pace impedance continues to gradually increase. The current recorded value is showing the impedances are at 2365 ohms. All other lead diagnostics are stable and consistent over the past year. There are no recent stored events and the presenting electrogram confirms that all channels are clean/artefact free, with appropriate sensing observed and appropriate device operation. The ts consultant recommended to consider continuing monitoring the patient given that there is no pacing and sensing is appropriate. If the impedances continue to increase to greater than 3000 ohms, they may want to consider a lead revision given the impact. Additionally, it was noted that the rv thresholds exhibited an increase. This lead remains implanted and in service. No adverse patient effects were reported. Update: no further changes have been made at this time. This rv lead remains implanted, and the patient continues to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range impedances of 2230 ohms. It was also noted that rv thresholds have increased. The patient paces 0% of the time in both chambers, and the shock impedances are stable and within range. There was no noise noted on the lead and no suspicion of exit block. This lead remains implanted and in service. No adverse patient effects were reported.